Manufacturer narrative:
A medtronic representative communicated with the site to perform a system checkout. Testing revealed that there were pieces from broken covers in the gantry that were causing all the noise. The field service engineer aided the site in removing the pieces from the gantry and the system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was trying to do a test spin and the system was making a loud clunking sound, and sounded like things were breaking. The site aborted the test spin. There was no patient involved when this issue was discovered.